Manufacturer narrative:
The exact date of the event is unknown.

Event description:
It was reported that the patient underwent water vapor therapy procedure nine months ago but remembers experiencing pain during procedure. The patient also reported to be experiencing burning sensation, still urinating two to three times an hour, and pain before and after intimacy. No further information was provided.

Event description:
It was reported that the patient underwent water vapor therapy procedure nine months ago but remembers experiencing pain during procedure. The patient also reported to be experiencing burning sensation, still urinating two to three times an hour, and pain before and after intimacy. No further information was provided.

Manufacturer narrative:
B3 date of event: the exact date of the event is unknown. There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.